Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance trend was rising. Recommended replacement time (rrt) alert was triggered on (B)(6) 2018 due to impedance. Daily battery trend data shows a gradual rise in battery impedance. Premature rrt alert, without corresponding battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) displayed early end of service (eos). It was further reported that the patient has sent multiple manual transmissions, and software is not updating as expected. The icm remains in use. No patient complications have been reported as a result of this event.